Manufacturer narrative:
Investigation is ongoing.

Event description:
Withdrawal difficulty of a commander delivery system and sapien 3 ultra valve movement on balloon resulting in non-target valve deployment was reported. Per the edwards lifesciences field clinical specialist, a 23mm sapien 3 ultra valve was to be implanted in the aortic position via transfemoral approach. Percutaneous transluminal angioplasty (pta) 7mm and 8mm balloons and shockwave were used in both the right and left illiacs. The first 16fr esheath+ was inserted into the left access. During advancement of the commander delivery system, the valve became stuck in the sheath shaft and would not advance. The devices were removed as a unit. A new set of devices were prepped. Pta to left illiac with 8mm again. The second 16fr esheath+ was advanced to the bifurcation of the aorta to the lci. The sheath would not advance further due to calcium. The second 23mm sapien 3 ultra and commander delivery system were advanced through the sheath without difficulty but would not advance past a stented portion of the aorta. The second valve was not able to be pulled back into the sheath as the valve was getting caught within the stent and was coming off the delivery system during withdrawal attempts. The decision was made to under-deploy the valve in the distal aorta. The patient had no bleeding complication and was in stable condition when they left the room. It is unknown if the patient will return for tavr.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and the following was observed: calcification was present on patient's left access vessel and aorta-iliac bifurcation. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The difficulty withdrawing the delivery system and the valve movement on the delivery system balloon, resulting in non-target valve deployment and aborted procedure, were unable to be confirmed. In this case, non-coaxial withdrawal of the delivery system with crimped valve may have been attempted during system removal, causing the crimped valve to interact with the pre-existing stent in the aorta, resulting in withdrawal difficulties. Additionally, the device interaction between crimped valve and pre-existing stent increased the risk of valve movement on the balloon during withdrawal attempts. As a result, the valve was decided to deploy in a non-target location (distal aorta). As such, available information suggests that procedural factors (non-coaxial withdrawal techniques and crimped valve interacts with pre-existing stent) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.